Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited over sensed noise. The noise was reproducible. The rv lead was explanted and replaced with new lead. Patient condition was stable.